Manufacturer narrative:
A ge rep performed an on site investigation. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the intelligent shut down process was not working and the system was randomly shutting down. This resulted in an intermittent recoverable loss of imaging functionality. There is no report of injury or death associated with this event.